Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not duplicated during evaluation. An engineer was not able to identified the cause of the confirmed problem. No further action was taken to fix the reported problem since it was not identified. A follow up report will be submitted if any additional informations become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "error 810:04 ". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).